Event description:
It was reported that during an intracept procedure, the probe exhibited high impedance and it was found that the curved cannula had a sheared peek at the distal tip. The l5 lumbar vertebrae was aborted on the left side. Ablation on the right side was successful. The physician stated that it is more than likely some of the curved cannula peek sheared off and is still in the left l5 lumbar vertebral body. No further information has been obtained despite good faith efforts.